Manufacturer narrative:
The sample was collected in a 13 x 100 mm lithium heparin tube. The sample was stored at room temperature and centrifuged at 3000 g for 10 minutes at 18 degrees c. The initial patient result of 8.208 ng/ml did not fit patient history or current patient condition. The instrument is currently performing within the qc specifications. The routine instrument system check passed all specifications. A definitive root cause for this event has not been determined.

Event description:
A customer contacted beckman coulter inc. (Bci) in regards to an erroneously elevated troponin (accutni) result above the ami cutoff generated by unicel dxc 600i access 2 immunoassay system for one patient. The result was not reported out of the laboratory. Subsequent testing produced results within the normal reference range. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.